Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient underwent an initial tha surgery. After surgery, the patient underwent a revision tha surgery on (B)(6), 2022, for unknown reason. In the revision, the edge of the liner chipped slightly during insertion. The chipped piece of the liner was removed from the patient¿s body. The surgery was completed successfully with no surgical delay. But after the revision, there was a request from the hospital to obtain an investigation form to verify whether the chipped piece of the liner was completely identical to the liner itself and whether there were any chipped pieces of the liner remaining in the body. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned for analysis. Visual examination of the instrument confirmed the complaint. Small chips were noted on the rim of the trial. Additionally, trial presents scratches and nicks throughout the surface. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.